Event description:
The customer reported a loss of the diagnostic live image. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 9pl1 cable was evaluated and replaced. The system tested and found to be working as intended and returned to service.